Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the clips scissored rather than closing cleanly causing damage to the vessel that required further surgical intervention.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an elective laparoscopic donor nephrectomy procedure, the clips scissored upon application causing injury to the renal artery and bleeding. This was repaired by laparoscopic means with two larger metal clips followed by oversewing with sutures. The surgeon was reassured after an observation period of approximately 40 minutes and no further bleeding was observed and the wounds were closed. Three and a half hours after completion of the procedure, the patient suffered a cardiac arrest on the ward secondary to blood loss from the residual stump of the renal artery. Resuscitation commenced immediately and the patient was returned to the operating theatre urgently where the bleeding was controlled after open dissection. After control of the bleeding, the patient suffered a prolonged period of hypoxia intra operatively due to complications of the resuscitation. The patient was transferred to the intensive care unit (ICU) post operatively. Days later the patient further deteriorated with a significant intra cerebral haemorrhage into a hypoxic area of brain. Despite urgent neurosurgical intervention the patient has a brain injury and remains hospitalized.